Event description:
Medtronic received information via a call from the patient¿s spouse that this transcatheter bioprosthetic valve was explanted nine days after implant due to severe leakage and replaced with a surgical valve. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: multiple attempts to obtain additional information regarding this event were unsuccessful. Paravalvular leak/aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. The explanted valve was not returned for analysis and from the available information a conclusive cause cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
It was not known if the explanted device was available for return. Additional information has been requested. (B)(4).